Manufacturer narrative:
Age at time of event: 60¿s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during a peripheral intervention of a vein bypass graft, stent fracture and vessel perforation occurred. Vascular access was obtained via femoral popliteal artery utilizing contralateral approach. The target lesion was located in the non-tortuous and non-calcified vein bypass graft with a reference vessel diameter of 7mm. After a non-bsc guidewire was passed through and pre-dilation was performed using a 5x40mm mustang balloon, a 8x60x130 innova¿ stent was advanced to the target lesion. Thumbwheel was turned with normal force. Post stent placement, it was noted that the stent fractured but still remained as one piece. Vessel perforation was confirmed by multiple angiographic images. Another 8x50 non-bsc stent was placed to cover the lesion. No further patient complications were reported and the patient's status was fine at this time.